Event description:
It was reported that the pulse generator exhibited high current drain of about 90-100 microamps, and showed 1-1.25 years remaining longevity although it was only implanted ten months prior. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found an anomalous integrated circuit which caused intermittent high current drain. After the integrated circuit was replaced, normal current drain was measured.